Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65 lot# serial# (B)(4), implanted: (B)(6) 2014-01-03 explanted: product type: lead. (B)(4).

Event description:
The patient was not able to adjust stimulation. The ¿call your doctor¿ icon displayed. A power on reset (por) condition was reported. The patient was on a flight this previous tuesday and his stimulation turned off and a por was present. The por was cleared today and noted it was a 0x400. The problem was resolved. It was additionally reported that the device turned off while on the flight. When the patient went to turn it back on he saw the symbol on the patient programmer and called to be seen. The patient experienced increased pain due to the device being shut off. The ins was interrogated and now working properly again. The patient was receiving effective therapy.